Event description:
Dr. Was performing a aaa repair in ir and was utilizing a edwards lifesciences fogarty arterial embolectomy catheter. When inflating the balloon in the patient, there was not any tactile resistance. So the catheter was removed and a leak was discovered in the balloon. A second and third catheter was checked on the back table and they also leaked. A fourth catheter was tested and it worked. All the catheters were reference # (B)(4), lot number 63340220, exp 2022-11-25. FDA safety report ID # (B)(4).